Event description:
The pt experienced fatigue and shortness of breath. Atrial undersensing was documented on the holter monitor in the clinic. Undersensing occurred down to 0.65 mv on deep inhalation. The device was reprogrammed to 0.3mv to correct the problem. The exact date of the event is unknonw.